Event description:
A customer reported no aspiration during a phacoemulsification procedure, and the pt may have experienced corneal edema. However, there has been on confirmation. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative replaced the fluidics module. The system was then tested and met product specifications. The root cause is unk. (B)(4).